Manufacturer narrative:
Corrected data: device malfunction was also a serious injury. Please see corrected data in b1, h1 and h6. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not deploy, the physician tried to shuttle down again to deliver the sealant and half of it was sticking out of the advancer tube. The sealant was stuck to the distal tip/ balloon proximal tip. The device had to be cut, there was no tearing of the device and it was taken out during use when it failed and then manual pressure was held on the patient. Patient did not have injury but did have to have manual pressure and longer bed rest due to device malfunction/ failure. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. The deployer did not shuttle down completely. The sealant was stuck to the device inside the patient. The sealant was wedged between the balloon and advancer tube. The advancer tube was not engaged or visible. When the 5f non-cordis sheath was retracted there was no white advancer tube, just the black wire, physician tried to re-shuttle down and noticed the sealant on the advancer tube. Manual pressure was required as majority of the plug did not deliver. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in a diagnostic procedure. The deployer is mynx certified. A non-sterile mynxgrip vascular closure device 5f was returned for evaluation. Visual inspection showed the device was segmented in multiple pieces. The shuttle was returned separated from the black handle having a total exposure of the tamp locks and a fully separated sealant sleeve. The sealant was not returned and the advancer tube was received fully removed from the device. The device was received with the stopcock open without the syringe or the sheath used in the procedure. The advancer tube¿s length and the distance between the proximal and distal tamp locks were measured and found within specification. A simulated deployment test could not be executed due to the condition of the returned device. Visual inspection at high magnification presented evidence of elongation and plastic deformations on the catheter¿s segmentation border. The reported ¿sealant ¿ failure to deploy¿ and ¿sealant ¿ sealant stuck to device components¿ could not be confirmed due to the condition of the returned device and the fact that the sealant was not returned. It was reported the device had to be cut, which is likely the reason it was returned in multiple pieces. However, the exact cause of the issues reported by the customer cannot be conclusively determined during the analysis. Procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. The product analysis does not suggest the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not deploy, the physician tried to shuttle down again to deliver the sealant and half of it was sticking out of the advancer tube. The sealant was stuck to the distal tip/ balloon proximal tip. The device had to be cut, there was no tearing of the device and it was taken out during use when it failed and then manual pressure was held on the patient. Patient did not have injury but did have to have manual pressure and longer bed rest due to device malfunction/ failure. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. The deployer did not shuttle down completely. The sealant was stuck to the device inside the patient. The sealant was wedged between the balloon and advancer tube. The advancer tube was not engaged or visible. When the 5f non-cordis sheath was retracted there was no white advancer tube, just the black wire, physician tried to reshuttle down to and noticed the sealant then on the advancer tube, had to go to manual pressure as majority of the plug did not deliver. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in a diagnostic procedure. The deployer is mynx certified. The device will be returned for evaluation.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not deploy, the physician tried to shuttle down again to deliver the sealant and half of it was sticking out of the advancer tube. The sealant was stuck to the distal tip/ balloon proximal tip. Had to go to manual pressure. Patient did not have injury but did have to have manual pressure and longer bed rest due to device malfunction/ failure. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. The deployer did not shuttle down completely. The sealant was stuck to the device inside the patient. The sealant was wedged between the balloon and advancer tube. The advancer tube was not engaged or visible. When the 5f non-cordis sheath was retracted there was no white advancer tube, just the black wire, physician tried to reshuttle down to and noticed the sealant then on the advancer tube, had to go to manual pressure as majority of the plug did not deliver. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in a diagnostic procedure. The deployer is mynx certified. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.